Event description:
It was reported to boston scientific corp in 2007, that a wallflex enteral duodenal stent was used in a stent placement procedure on a male patient (age and weight unk) on the day before. According to the complainant, "the wallflex stent could not be released, half of the wallflex [was] released. A new wallflex will be placed." Reportedly, this "event prolonged [the patient's] hospital stay." Boston scientific corp has made numerous attempts to obtain further details; however, no further info about the event or the patient's condition has been received.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available and the relationship between this device and the cause for this event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.